Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced changing batteries more often and also received a large x on the pump screen and had to fully reset the settings. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1884 will be returned for analysis.

Manufacturer narrative:
Unit booted up properly after battery insertion. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement, and selftest. High sleep current measurement noted during testing. Successfully downloaded history files and traces using thump. No pump error related alarms/alerts that can cause an open book was found in the history file on the event date or seven days prior from the event date due to no data recorded until (B)(6) 2025. Battery cycle 3.0 received the lowbatteryalert (104) on (B)(6) 2025 08:05:00 after more than 7 days at 19.63 days. Battery cycle 2.0 received the lowbatteryalert (104) on (B)(6) 2025 09:06:00 after more than 7 days at 16.14 days. The low battery alerts were all expected. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. The p-cap locks properly into the reservoir compartment. The pump was cut open and moisture damage on all electronic assemblies was noted. The following were noted during visual inspection: minor scratched lcd window, cracked keypad overlay, pillowing keypad overlay, cracked battery tube area, cracked battery tube threads, and scratched case. Open book and frequent battery changes during testing were not confirmed. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. High sleep current measurement due to moisture damage on all electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.